Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (3 mg/ml at 2 mg/day) via an implantable pump for an unknown indication for use. It was reported that the pump logs showed a motor stall occurred on (B)(6) 2016 at 12:43, and a recovery on (B)(6) 2016 at 03:08. It was noted that the patient had a heart attack on (B)(6) 2016, and received electric shock for the heart attack. Another motor stall occurred on (B)(6) 2016 at 19:28. Environmental, external, or patient factors that may have led or contributed to the issue were noted as the shockwaves the patient received for the heart attack. The patient received a pacemaker and the pump was put into minimal rate mode. The patient was then put on oral pain medication instead of intrathecal medication. It was unknown if the heart attack was related to the motor stall on (B)(6) 2016. It was noted that the event was resolved, although the patient status was alive ¿ with injury. No further complications were anticipated.